Event description:
It was reported that the impedance was high, lead was oversensing and had noise. There was an atrial lead warning observed. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.